Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported by the patient's daughter that the patient was deceased. The caller questioned if the device would show time of death. The caller reported that police suspected foul play or possibly anxiety and questioned device function. The caller alleged that the death was related to the device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.